Manufacturer narrative:
Citation: vainrib, a. Md aorto-right ventricular fistula post-transcatheter aortic valve replacement: multimodality imaging of successful percutaneous closure. Percutaneous perils (2017) april 24, volume 1, issue 2, pages 70-74. Doi 10.1016/j.case.2017.02.002 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding a (B)(6) year-old male patient with severe aortic stenosis who underwent the implant of a 29 mm medtronic evolutr transcatheter bioprosthetic aortic valve (serial number was not provided). During the procedure, a post implant balloon aortic valvuloplasty (bav) was performed. Four months post implant, the patient presented with symptoms of progressive congestive heart failure (chf). An echocardiogram indicated an aortic rupture and aorto-right ventricle fistula. Upon review of the procedural transthoracic echocardiogram (tte), the same findings were noted. The fistula was repaired with a percutaneous vascular plug. It was reported that heavy calcification of the native aortic valve and the post implant balloon aortic valvuloplasty (bav) likely contributed to the rupture. No additional adverse patient effects or product performance issues were reported.